Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. D4 added primary UDI number as it was omitted from the initial report that was submitted. Hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76-year-old female underwent a high-risk percutaneous coronary intervention (hrpci) for support during attempted treatment of the lad. During the procedure, an lad perforation occurred while attempting to wire the vessel, and the pci was subsequently aborted. An impella cp (sn (B)(6)) was placed via left femoral arterial access for hemodynamic support. The device remained in place following the perforation to provide ongoing circulatory support in the setting of cardiogenic shock, not to ¿heal¿ a specific condition. The patient was later placed on ECMO, and the impella was explanted the same day. The patient expired after explant while still on ECMO support. Based on the available information, there is no evidence to suggest that the impella cp device malfunctioned or contributed to the patient¿s clinical decline or death. The reported outcome is most consistent with the patient¿s underlying clinical status and the procedural complication of lad perforation. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the procedure complication. T.